Event description:
It was reported that the patient cable was defective, had a cable outage and had no output when tested. The cable was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient cable was defective, had a cable outage and had no output when tested. The status of the cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The analysis results for this event were noted to be previously submitted under 2182208-2015-04544. Product event summary: during analysis it was determined that the cable insulation was cut open and the inner colored cables could be seen but not the inner wires. It was noted that at bench testing the negative continuity tests were ok and no intermittent connection was found, and the positive continuity tested open. It was concluded that the cable insulation was cut and the positive connection measures open. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.